Event description:
It was reported that a user of the ilet experienced a low blood glucose event following a prior high reading and treated the hypoglycemia with glucose tablets, after which they were advised to monitor until glucose returned to normal range. Symptoms included hypoglycemia. Outcomes included no long-term impairment and no hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed that the cause of hypoglycemia remained unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.